Event description:
The customer reported via phone call that he required medical intervention by paramedics 3 times due to low blood glucose in the last 1.5 weeks. On (B)(6) 2015, the customer had low blood glucose of 40 mg/dl, and he woke up on the floor to emergency medical services at his home. His neighbor gave him juice and the paramedics treat him with glucose tablets. On (B)(6) 2015, the customer had low blood glucose of over 40 mg/dl, was put in an ambulance and brought to a hospital. He declined treatment upon arrival at the hospital and left without being treated. On (B)(6) 2015, he had low blood glucose in the 40 mg/dl range. His wife tried to treat him prior to emergency medical services' arrival, but she stated that he was too out of it. Paramedics arrived and treated him with glucose tablets. He had experienced low blood glucose for the last 3 weeks. He stated that the reservoir showed the same amount of insulin as was shown on the status screen. He was advised to monitor and consult a doctor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report #s 3004209178-2015-61058, 3004209178-2015-61534.